Event description:
Omni wire was used to do ifr (instantaneous wave-free ratio) on rca (right coronary artery) vessel with good results. Wire was then used to check lad (left anterior descending artery) vessel. After adv. Had a lot of 60 cycle j at which time troubleshooting was done. New wire was ultimately used. This has been reported to manufacturer. Issued rga# (B)(4), sent in no charge replacement our po# (B)(4).